Manufacturer narrative:
Evaluation summary: it was caused due to a fluid damage in the ccd unit. In addition, we confirmed that the lg cable connector assy corrosion and the angle wire play; however, those are not related to the alleged complaint. This report is being filed as part of the pentax backlog management plan

Event description:
During the reprocessing it was found out, that the a/w connector at the lg plug was loosened and leaky. The scope is damaged by fluid. There was no report of patient harm.